Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was a part of a system revision due to the patient developing endocarditis either subsequently or prior to a recent cardiac resynchronization therapy pacemaker (crt-p) insertion. Vegetative growth was seen on the leads and the system was removed. The products were being sent to pathology for analysis of an infection. No additional adverse patient effects were reported.